Event description:
It was reported that during a aaa procedure the clinician performed an additional fem-fem bypass procedure. Company understands the excluder device was closed off because of calcium neccesitating the clinician to perform the additional procedure. No allegation of product deficiency was made regarding the excluder device.